Event description:
It was reported that; the blocker was broken while it was tightening during the surgery. The spare in the kit was used to complete the surgery . No adverse consequences were reported.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; a similar device was sent for material analysis and it was determined that the breakage occurred through overload in a ductile and bending mode, which was the result of the blocker being inserted without a persuading device. The most likely cause of the blocker inserter fracture is excessive torque applied to the inserter during tightening of the blocker.

Event description:
It was reported that; the blocker was broken while it was tightening during the surgery. The spare in the kit was used to complete the surgery . No adverse consequences were reported.